Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 495 mg/dl. Customer reported of having air bubbles in infusion set and then insulin pump was suspending. Customer reported that air bubbles were smaller than champagne size but larger that a ball point. Customer reported that insulinp pump sometimes said suspend, but would not. Troubleshooting was performed and customer would continue to monitor issue. Customer declined troubleshooting for high blood glucose and stated that he would make changes in the way the insulin is handled.